Event description:
Customer reported the 15mm connection into the endotracheal tube has become detached. Customer reported the end of the tube appears to be flared. The info provided suggest that extubation and reintubation of a replacement tube was required. Covidien has attempted to gather further details surrounding the circumstances of this report, without success.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed; therefore, we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Info of this nature is included in our database and monitored through trending.